Event description:
Follow up information reported that the patient was scheduled for a revision of the lead component of their implantable neurostimulator (ins) on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 74002, lot # n224666, implanted: (B)(6) 2009, product type adapter; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37743, serial #(B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3887-33, lot # j0225567v, implanted: (B)(6) 2002, product type lead; product ID 3887-45, lot # j0222729v, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
It was reported that a device overdischarge was suspected and problems with recharge coupling were the primary reason for overdischarge. The patient could not get charging going. No pmr (physician mode recharge) would be performed today, as the patient¿s recharger was not brought to the appointment with the manufacturer representative. It was noted that there was no communication and the patient had not been able to charge appropriately. Additional information received reported that it was believed that the patient would be having a revision. It was noted that when a manufacturer representative met with the patient they did not have their equipment. It was later reported that 6 of the 8 contacts are out of range with the patient¿s 2 quad leads. It was unclear what ¿out of range¿ meant. It was further noted that the two electrodes that are working are providing inadequate coverage. The patient reportedly was going to have a follow up at the pain clinic to determine next steps.

Event description:
Additional information received reported that the patient was doing great and had a post-operative appointment scheduled for 2013-(B)(6). The manufacturer representative planned on being there.